Event description:
It was reported via repair work order that the recliner mechanism was bent and would not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.